Event description:
It was reported that after deployment of the absolute pro stent in the heavily calcified mid popliteal artery, in-stent thrombosis was noted. Reportedly, the physician felt the thrombus was caused by the diseased artery and that the stent performed as expected. Thrombolytics were administered and after 4 hours, it was felt that the thrombus was resolved. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Thrombosis is a known adverse effect as listed in the absolute pro instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.